Event description:
The patient reported that he looked down at his infusion device and noticed that the screen was blank and the battery had depleted without any warning. The patient reported that he changed the power pack which restored operation to the infusion device. No blood glucose concerns were reported. No medical attention was required. No product will be returned.

Manufacturer narrative:
Product not returned for evaluation.